Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the longevity estimate of the implantable pulse generator (ipg) battery is suspected for rapid depletion. It is noted that there is a change in atrial burden and therapies delivered. There is planned intervention to turn off atrial therapies and reevaluate battery longevity. The ipg remains in use. No patient complications have been reported as a result of this event.